Event description:
It was reported that the user¿s ilet pump screen was accidentally cracked, rendering the touchscreen unresponsive and causing difficulty using the device; a replacement pump was shipped and the user was instructed to shut down the device and return it, with data sync to the mobile app completed prior to shutdown. Symptoms included no injury. Outcomes included product replacement and continued insulin therapy via subcutaneous insulin and continued cgm use with a dexcom g6. Investigation included a review of the complaint description and logistics records. Investigation of this case revealed physical damage to the display consistent with accidental user-inflicted damage, with no evidence of device malfunction prior to the impact. It was concluded that the event was due to unintentional physical damage to the screen, not a device defect.